Event description:
The facility reports that a pt developed drainage from the i.v. Insertion site. He was diagnosed with a staph infection. His hospitalization was prolonged for treatment with antibiotics.